Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) system implant procedure, the left ventricular (lv) lead dislocated during sheath cutting. Several attempts were made to reposition the lv lead, but diaphragmatic and phrenic nerve stimulation were observed. A different catheter sheath was attempted but the lead placement was still not successful. The lv lead was removed and not used. A replacement his lead implant was attempted, but the lead exhibited high thresholds in multiple positions and the front-end of the helix became deformed. The his lead was removed and not used. It was determined that the patient would receive an implantable cardioverter defibrillator (ICD) system, which was implanted successfully. No patient complications have been reported as a result of this event.